Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer states the battery cap was not loose, cracked or damaged. The replacement insulin pump will sent to the customer. Insulin pump will be returned for analysis.